Event description:
This report is based on information provided by an authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips xl+ defibrillator indicating that the device was unable to pass an operations check. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the asp was not able to duplicate the reported issue, performed a successful operations check, and the device was successfully returned to service. Based on the information available, the cause of the reported problem could not be confirmed. The device was returned to service. The customer's device was successfully tested and returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened